Event description:
It was reported that the insulin pump alarmed motor error during an infusion set change. The blood glucose reading was unknown. The customer stated that she had received the motor error alarm 2 months prior and had been replacing the insulin pump's battery every other day. No significant events leading to the alarm were observed. The customer had reverted to his back-up plan for treatment for 2 months. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.